Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 15.9 mmol/l at the time of the incident. The customer reported the insulin pump is completely dead. The patient attempted a new battery and no power came on. The customer confirmed wearing the insulin pump in the shower and receiving no alarms just turned off. The insulin pump will be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Also, was received with moisture damage on the motor, force sensor, and the inside of the battery tube. No moisture damage was found on the keypad assembly. The insulin pump was received with scratched case, case cracked behind the pump at the corner of the belt clip rails, pillowing keypad overlay, and minor scratched lcd window.